Event description:
It was reported that the pt experienced pain in the knee approx 1.5 years post implantation. Upon radiological examination it was observed that the patella implant had fractured at the hex peg to base interface.

Manufacturer narrative:
Investigation in process.